Event description:
The alleged the brakes would set but not hold. No pt impact.

Manufacturer narrative:
The tech installed a brake steer upgrade kit and replaced the brake casters to resolve the issue.